Manufacturer narrative:
(B)(4); date sent: 11/17/2022. Additional information received: relationship to study device: possible. Relationship to primary study procedure: possible. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022. Relationship to study device: possible. Relationship to primary study procedure: possible. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank - no. Date of dilation : blank - (B)(6) 2022. Indicate type of dilation? : blank - mechanical. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no -n/a d6a. The implant date should have been listed on the initial medwatch.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2025. Additional information : updated: severity : mild - moderate

Manufacturer narrative:
(B)(4). Date sent: 7/1/2025 additional information : updated log line: 2 updated: outcome : recovering/resolving => not recovered/not resolved.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The DHR for lot 26658 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: in the attachment it says ¿drug therapy: yes.¿ what was the drug therapy (medication and dose)? Prednisone 40 mg x5 days, 2 rounds. Was the drug therapy over the counter drugs? No. Was the drug therapy doctor prescribed? Yes.

Event description:
It was reported via clinical trial patient experience, dysphagia. The event was not related to the study device.